Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left master tool manipulator (mtml) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the return the mtm involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the system had a 23025 error. The customer stated that the left master tool manipulator (mtml) suddenly became unusable. The customer had already power cycled the system, and the error returned. Intuitive surgical, inc. (Isi) technical support engineer (tse) asked the surgeon to exercise the mtml in every angle while the system was off. The tse warned the surgeon that the mtml fault could return at any time without prevention and that the mtml had to be replaced. The error returned after a new restart and no other surgeon side console (ssc) was available at the hospital site. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the surgeon confirmed that system functionality was checked upon powering on the system, and the system initially powered on without errors. The procedure could be continued laparoscopically with the robot. There was no problem for the patient apart from a secondary anemia on an uncollected parietal hematoma.

Manufacturer narrative:
The master tool manipulator (mtm) was returned and triggered error 23025 during sine cycle testing. The axis 3 motor and motor cable will be replaced as a fix.

Event description:
Refer to h11 for follow-up information.